Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/26/2023, it was reported by a distributor via sems that an ar-1588tnt acl-fibertag tightrope abs needle broke off the suture after the first pass through the quad tendon. A free needle was opened but the surgeon met resistance and did not properly pass through the fibertag. Another ar-1588tnt acl-fibertag tightrope abs was used to complete the case. This was discovered during a quads tendon aclr procedure on (B)(6) 2023. Additional information received on 6/8/2023: the needle broke off inside the patient, and all the fragments were retrieved.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.